Event description:
Left hip revision for pain and elevated cobalt levels. Cocr head replaced with a universal taper sleeve and ceramic head, insert exchanged to an eccentric.

Manufacturer narrative:
An event regarding corrosion and abnormal ion level involving an accolade stem was reported. The event for corrosion was confirmed. Method & results: -product evaluation and results: the device was not returned; however, a photo of the implanted stem was provided for review. The photo shows the stem implanted with what appears to be corrosion material in the taper. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: by report a revision tha was performed for pain and increased metal levels. Photographs of the femoral head and trunnion at the time of the revision showed a small amount of black corrosion material in the taper. No clinical history, documents, pre or postoperative course, or laboratory reports were provided for review. Event confirmation: a revision procedure can be confirmed. Pain, elevated cobalt levels, replacement with a universal taper sleeve and ceramic head, and liner exchange cannot be confirmed without additional medical records. Root cause: the root cause of the revision was reported to be pain and increased metal levels, but these could not be confirmed. Certification: I certify that I have completed the medical risk assessment form to the best of my abilities as a healthcare professional and that my opinions reflect my personal and independent medical judgment and analysis. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that patient was revised due to pain and elevated cobalt levels. A review of the provided medical records by a clinical consultant indicated: conclusion/assessment: by report a revision tha was performed for pain and increased metal levels. Photographs of the femoral head and trunnion at the time of the revision showed a small amount of black corrosion material in the taper. No clinical history, documents, pre or postoperative course, or laboratory reports were provided for review. Event confirmation: a revision procedure can be confirmed. Pain, elevated cobalt levels, replacement with a universal taper sleeve and ceramic head, and liner exchange cannot be confirmed without additional medical records. Root cause: the root cause of the revision was reported to be pain and increased metal levels, but these could not be confirmed. Certification: I certify that I have completed the medical risk assessment form to the best of my abilities as a healthcare professional and that my opinions reflect my personal and independent medical judgment and analysis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. H3 other text : not returned.

Event description:
Left hip revision for pain and elevated cobalt levels. Cocr head replaced with a universal taper sleeve and ceramic head, insert exchanged to an eccentric.